Event description:
The pt had a pump refill done and began "began feeling warm about 30 seconds after drug had been refilled." The pt was admitted to the emergency dept with somnolence and treated with narcan and observation. No device troubleshooting was required or derformed. The pt recovered without sequela. "Pt elected to discontinue use of pump".